Event description:
While transferring an intubated pt from the ICU bed to the angio table, the angio table pivoted away from the pt's bed. The pt began to fall to the floor, and had to be lowered by the ir team to the floor. A hoyer lift was used to get the pt from the floor, to the angio table. The pt could have been inadvertently extubated during this adverse event with sever consequences. Table re-design may be necessary to require more lateral force to induce rotation and/or a mechanical lock to lock table to prevent rotation. Dates of use: (B) (6) 2010.